Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicm5_12.1; -7.50 diopter implantable collamer lens into the patient's eye upside down. Reportedly " he simply implanted upside down ordered replacement, removed upside down lens, implanted new one in correct orientation, patient is doing great.". No post exchange data was provided. Additional information was requested but has not been provided to date.

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only" d9: is this device available for evaluation? Returned to manufacturer: 20-jun-2024. Claim # (B)(4).